Event description:
It was reported that the procedure was to treat a de novo, moderately calcified and mildly tortuous vessel in the left anterior descending (lad) artery. The 2.75x38mm xience xpedition stent was implanted, however, a distal edge dissection occurred post deployment. A 2.5x18mm xience xepdition was used to treat the dissection and complete the procedure. There was no adverse patient sequela and there was no reported delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the information reviewed, there is no indication of a product quality issue. The reported patient effect of dissection is listed in the xience xpedition, everolimus eluting coronary stent system (eecss), instructions for use as a known patient effect of coronary stenting procedures. A conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined; however, the subsequent treatment appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.